Manufacturer narrative:
It was reported from the site that the patient was discharged home on (B)(6) 2016. Clinical factors that may have contributed to the reported event and related comorbidities and anticoagulation therapy may have also contributed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. Log file analysis review date: 06/30/2016; log dates through (B)(6) 2016: normal power consumption. Additional notes: 55 high watt alarms have been logged since (B)(6) 2016. The current high watt alarm limit is set to 5.0 w. The pump, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associate device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was admitted with high power. It was stated that the patient was placed on heparin. It was further stated that on (B)(6) 2016 the patient was given 3 hours of tpa on (B)(6), but started bleeding from lines so stopped at 5:20 to 1 mg/hr to 8pm total of 9mg given. It was stated that it was avoided to use bolus and patient was given 3 mg/hr for 3 hours then reduce to 1 mg/hr. It was further stated that low dose heparin was started on (B)(6). On (B)(6) patient visited the clinic and stated as "looking good". On (B)(6) patient had his ldh trending up slightly. No additional information available.